Event description:
Caller states patient tested 8.0 inr on the coaguchek s system while a comparison lab returned as 3.5 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
It was reported that post implant a realize adjustable band, the patient presented with lack of restriction. During the adjustment, there was difficulty withdrawing fluid out of the band. The adjustment was not done under fluoroscopy. During a diagnostic laparoscopy on (B)(6), 2010, the band tubing was observed to be disconnected from the injection port. The locking connector was attached to the port in the locked position. The strain release was missing. The port was replaced. The patient is fine.